Event description:
It was reported to tyco healthcare/ kendall in 2008 that a customer had a problem with a dialysis catheter. The customer stated that there were small pin holes in the catheter which caused leaking and saturation of the dressing on a male patient. Splicing was performed and a new adapter was attached. The following day, the patient experienced dripping at the exit site "spliced area" and so the doctor replaced the catheter 2 days later.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.